Event description:
It was reported that a patient had a left knee sprain: arthroscopic ligamenplasty using an 8 mm diameter proflex synthetic ligament. Subsequently underwent two revisions approximately 8 and 11 months after implantation respectively due to pain centered on the inside of the joint. Subsequent interventions were performed (between 3- and 12-years post implantation) which were: diagnostic arthroscopy, extra-articular patellar tendon plasty, external meniscectomy of left knee, peripheral ligamentoplasty, fascia lata ligamentoplasty and two arthrolysis by arthrotomy. Finally, one medical evaluation was performed and shows that the patient still suffering from internal pain as well as right hip and back pain, was still undergoing rehabilitation 2- or 3-times per week, and remained on analgesic treatment with the use of a cane outdoors in case of damaged streets/roads. Due diligence is in process and to date no further information on the reported event has been provided.

Manufacturer narrative:
(B)(4). G2. Report source: france. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MDR number as this is a duplicate complaint. This report should be voided, and reportability will be continue under 0009613350-2024-00600.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MDR number as this is a duplicate complaint. This report should be voided, and reportability will be continue under 0009613350-2024-00600.